Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: 1)saline ingress leading to shorting of the ablate button. 2) the wand may have experienced a short. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that after 15 minutes of use, the surgeon noticed the wand was stuck in the ¿on¿ position inside the patient. The surgeon pressed the black button and it stopped. They tried to continue to use the product but the werewolf generator kept defaulting, so they opened another wand without incident. Non-significant delay was reported, and no patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).